Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator stopped cycling. There was no pt involvement. The customer reported that they will complete the ventilator repair. Covidien was not authorized to svc the device.

Manufacturer narrative:
Covidien reference number: (B)(4).